Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification, no failed battery test, battery out limit alarms, or low battery alerts noted. However, unit failed unexpected restart error test due to faulty connector on interface board. No external error alarms noted. Unit received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming low battery after one to three weeks of inserting a battery. The customer also received bad battery, failed battery test, and battery out limit alarms when placing the new battery in the insulin pump. In the alarm history an unexpected restart, a low reservoir, and two external error alarms were found. The insulin pump had hairline cracks. Customer's blood glucose level was 116 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.